Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that the customer was currently hospitalized due to low blood glucose levels. Blood glucose level at the time of admission was not provided. The caller also reported that the device had been exposed to water and the display went black. Caller stated that she would call back to complete troubleshooting. The insulin pump was not replaced or returned for analysis.